Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced an infusioin set came off issue on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 6.